Manufacturer narrative:
Device evaluation: returned device was received in good physical condition. No evidence of reported problem in event log was found. During the evaluation of the device accuracy test was performed which passed, reading is 3.528 (3.467-3.577) and all the size and position of both qc slugs is within the required specs.the customer reported condition was not confirmed. No fault found. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service & repair records.

Event description:
Information received a smith medical medfusion 3500 pump is not infusing accurately. No patient adverse events reported.